Event description:
A hydro thermablator procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. There were no patient complications reported. This MFR report pertains to the second of two devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-02110 for a description of the first device.

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.